Manufacturer narrative:
The company representative examined the system and no problems were found. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).

Event description:
A customer reported that during a cataract procedure, the system had no suction. The handpiece and cassette were replaced, however, the issue persisted. The system was exchanged to complete the case following a 10 minute delay. There was no harm to the patient.